Event description:
The device was used during a thyroidectomy procedure. Reportedly, the staple line was not complete. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.